Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') in a 25-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included overweight, menstruation irregular, menometrorrhagia, dysfunctional uterine bleeding, uterine enlargement and adenomyosis. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2007 to 2007 for female sterilization as well as metformin. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2007, the patient experienced nausea ("nausea"). In (B)(6) 2007, the patient was found to have weight increased ("weight gain") and experienced weight fluctuation ("weight gain/weight loss"). On (B)(6) 2012, the patient experienced rash ("rash around breast") and skin disorder ("skin conditions"). In 2013, the patient experienced genital haemorrhage ("heavy and irregular bleeding"), migraine ("migraines") and alopecia ("hair loss"). On (B)(6) 2014, the patient experienced mental disorder ("psychological or psychiatric problems"). On 6-may-2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced pelvic pain ("chronic pelvic pain/pain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), adnexa uteri cyst ("bilateral peritubal cysts"), vaginal infection ("vaginal infection"), depression ("depression"), uterine polyp ("endometrial polyp") and abdominal pain ("pain in abdomen"). The patient was treated with antibiotics, bupropion, fluconazole, minocycline, vitamin b complex (vitamin b) and surgery (diagnostic laparoscopy, d&c hysteroscopy, total laparoscopic hysterectomy & bilateral salpingectomy and removal of bilateral peritubal cysts). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, dyspareunia, migraine, alopecia, pelvic pain, weight fluctuation, skin disorder and mental disorder outcome was unknown and the heavy menstrual bleeding, adnexa uteri cyst, vaginal haemorrhage, vaginal infection, depression, rash, dysmenorrhoea, nausea, fatigue, weight increased, uterine polyp and abdominal pain had not resolved. The reporter considered abdominal pain, adnexa uteri cyst, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, mental disorder, migraine, nausea, pelvic inflammatory disease, pelvic pain, rash, skin disorder, uterine polyp, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure (ess205). The reporter commented: current weight: 208 lbs. The patient tolerated the operation well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-sep-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included overweight, menstruation irregular, menometrorrhagia, dysfunctional uterine bleeding, uterine enlargement and adenomyosis. Concomitant products included medroxyprogesterone acetate (depo provera)(B)(6) 2007 to 2007 for female sterilization as well as metformin. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2007, the patient experienced nausea ("nausea"). In (B)(6) 2007, the patient was found to have weight increased ("weight gain") and experienced weight fluctuation ("weight gain/weight loss"). On (B)(6) 2012, the patient experienced rash ("rash around breast") and skin disorder ("skin conditions"). In 2013, the patient experienced genital haemorrhage ("heavy and irregular bleeding"), migraine ("migraines") and alopecia ("hair loss"). On (B)(6) 2014, the patient experienced mental disorder ("psychological or psychiatric problems"). On (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6)2015, the patient experienced pelvic pain ("chronic pelvic pain/pain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), adnexa uteri cyst ("bilateral peritubal cysts"), vaginal infection ("vaginal infection"), depression ("depression"), uterine polyp ("endometrial polyp") and abdominal pain ("pain in abdomen"). The patient was treated with antibiotics, bupropion, fluconazole, minocycline, vitamin b complex (vitamin b) and surgery (diagnostic laparoscopy, d&c hysteroscopy, total laparoscopic hysterectomy & bilateral salpingectomy, hysterectomy with bilateral salpingectomy and removal of bilateral peritubal cysts). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, dyspareunia, migraine, alopecia, pelvic pain, weight fluctuation, skin disorder and mental disorder outcome was unknown and the heavy menstrual bleeding, adnexa uteri cyst, vaginal haemorrhage, vaginal infection, depression, rash, dysmenorrhoea, nausea, fatigue, weight increased, uterine polyp and abdominal pain had not resolved. The reporter considered abdominal pain, adnexa uteri cyst, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, mental disorder, migraine, nausea, pelvic inflammatory disease, pelvic pain, rash, skin disorder, uterine polyp, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure (ess205). The reporter commented: current weight: (B)(6) lbs. The patient tolerated the operation well. She was planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-sep-2021: mr received. Reporter information, device removal details added. Action taken with drug updated. Seriousness criteria for previously reported events genital hemorrhage and adnexa uteri cyst updated to non serious. Intervention required marked for event pid.event menorrhagia updated from non serious incident to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.